Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, product type lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had loss of therapeutic effect. Consequences of the event were noted as lead replacement and device reprogramming. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported the event is responsible for the inefficiency of urinary therapy.

Manufacturer narrative:
Updated: product ID 3889-28, lot# unknown, implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.